Manufacturer narrative:
Updated fields: b4, d4 (lot, exp date, UDI), d9 (device available for eval, return to manufacture date), e4, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Additionally the optical fiber was found to be broken within the membrane approximately 20.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No non conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that on (B)(6), an alarm sounded indicating a malfunction of the trp35cc sensor in a patient in the ccu who had a long-term implant inserted through the femoral artery. There was no injury reported.